Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 2.5 mm x 15 mm quantum¿ maverick¿ balloon catheter was advanced for dilation. After the balloon was inserted into the patient and inflated, deflation of the balloon was attempted, but it failed to deflate. Finally, the balloon was removed from the patient by other ways. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter in two pieces. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood on the outside of the device, in the guidewire lumen and between the balloon folds. The balloon was tightly folded; which indicates the balloon was never inflated, as reported. There were numerous kinks throughout the hypotube and the hypotube had a complete hypotube separation 77.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rated burst pressure, the device was deflated by applying negative pressure with the inflation device and the balloon deflated immediately with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. After the balloon was inserted into the patient and inflated, deflation of the balloon was attempted, but it failed to deflate. Finally, the balloon was removed from the patient by other ways. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.